Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer attempted multiple attempts of a touchscreen calibration but this issue was still not resolved. The rse provided the customer with the parts ID for a touchscreen replacement. The customer ordered and replaced the touchscreen to resolve the issue. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The touchscreen is off when trying to press the buttons to calibrate. Not in clinical use at time of discovery.